Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the full lead was returned and analyzed. Distal conductor blood/fluid obstruction andblood in/on helix/lobe mechanism was noted.

Event description:
It was reported that during the implant procedure, the stylet could not be re-inserted. The device was not implanted. No patient complications have been reported as a result of this event.